Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with an unknown cause. Bg was treated by administering a bolus using the pump. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past. Reportedly, the customer replaced the infusion set and resumed insulin therapy.